Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. There was no stuck screen bar or numbers scrolling up. The device had a cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the numbers continued to scroll up and the back light is on. Troubleshooting for keypad anomaly was performed. Customer removed the battery and placed it back in but the device continues to not function properly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.